Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/23/2025 the patient reported that their ilet was flickering while on the charging pad and was not charging. The event was identified as a charging issue. No adverse health effects or bg impact were reported.